Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing identified an f-25 alarm. The cause was determined to be an inoperative central processing unit (cpu) board. To address this issue the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown error was identified on a flogard infusion pump. There was no patient involvement. No additional information is available.